Event description:
(2/4 reference (B)(4) for related complaints) per accredo email (documenting cassette incident on (B)(6) 2022): patient reports no disposable alarm with cadd legacy pump serial number (B)(4) and 1 cadd cassette 100 milliliter with flowstop. Alarm occurred with same pump on (B)(6) 2022. No cassette information available. No further details provided.